Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported an incomplete treatment at the end of a laser assisted corneal flap procedure on a patient's right eye. Clinical applications specialist suspects docking was bad. The surgery has been postponed.

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. At present, the evolution is favorable after second treatment at the end of july. Outcomes to be monitored.

Manufacturer narrative:
The surgeon completed multiple previous surgeries and had no problem. The patient was available for a revised procedure. The company service representative examined the system and the laser was performing as intended. The company service representative noted nothing abnormal was found. No system message (sm) was in the event log. The event was not duplicated. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).